Manufacturer narrative:
The device was returned to olympus for inspection. The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope, which is an olympus asset with no reported complaint. During testing, the service repair technician identified the bending section and distal end are detached. There was no patient involvement.